Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt developed a local wound infection at the scar of the pump implantation site and elevation of the crp. The pt experienced pain at the left abdomen wound. Oral and IV antibiotics were administered. The pump was used to deliver prialt.